Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The device was removed due to unknown reason and a replaced with a new spectra malleable prosthesis (spp). No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due to it was not working. The specific issue was not provided. It was also reported that the patient did not feel comfortable with the device due to poor hand dexterity. The patient had a good outcome.